Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield swivel adaptor was returned for evaluation: device history record (DHR) - no abnormalities related to the reported failure. The unit was received with the nylon washers and the retaining rings worn. General cleaning and maintenance required at this time. Gp components will be replaced each time pm is performed. Complaint confirmed via inspection of the unit. The unit was received with the nylon washers and retaining rings worn.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00523.

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor was not tightening to the actual head piece. There was no known patient injury reported nor delay in surgery.